Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent hip revision surgery on (B)(6) 2019. The original surgery date was in 2004. The reason for revision was a failure of an implanted non-omni cup. An omni femoral head was removed during the revision while removing and replacing the non-omni cup.